Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that a white brush-like foreign material was found in the nozzle, however, the specific material could not be conclusively identified and the cause of the material remaining in the device could not be specified. The nozzle was not reported to have been deformed or damaged and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited blocked channel four (4) and five (5). The issue was found during maintenance. The device was returned and an evaluation at the repair center revealed foreign debris protruding from the air/water channel. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. There was no procedure or patient involvement.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The blockage present in the air/water nozzle, which was identified during initial inspection appeared to be a white brush plastic like material. There were few additional findings. The light cover glass adhesive and optical cover glass adhesive was worn out. The distal end adhesive was worn out. The angulation in the up/down/left angle was out of specified value and play was evident in all directions. There was an abnormal clicking sound during angulation in left/right direction. The air channel volume and water channel volume did not meet the standard value. The water flow and water removal ability failed to meet the specifications. The device failed the electrical safety test. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.